Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely led to the subsequent device entrapment. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a mitraclip procedure with a 5f sheath. No imaging of the access site was performed prior to prostyle use. Reportedly, after successful plunger deployment, the footplate would not go down. It was stuck open. A surgical cutdown was performed to remove the device. Surgical suturing was used to achieve hemostasis. Two units of blood were given for blood loss due to shift to surgery. There was a reported clinically significant delay in the procedure and prolonged hospitalization.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.